Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 4.00mm x 10mm, concentric, de novo target lesion with no significant bend was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a non-bsc balloon catheter. Subsequently, a 4.00 x 12 synergy ii drug-eluting stent was advanced but could not delivered to the lesion. The physician further prepared the lesion with a nc emerge 4.00 x 12 balloon catheter and used a guidezilla guide extension catheter to assist in delivering the stent but still failed to cross. Upon removal, the stent struts were found deformed. The procedure was completed with a non-bsc device. No complications were reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older. Device evaluated by MFR.: synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure applied to the cones were noted. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 4.00mm x 10mm, concentric, de novo target lesion with no significant bend was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a non-bsc balloon catheter. Subsequently, a 4.00 x 12 synergy ii drug-eluting stent was advanced but could not delivered to the lesion. The physician further prepared the lesion with a nc emerge 4.00 x 12 balloon catheter and used a guidezilla guide extension catheter to assist in delivering the stent but still failed to cross. Upon removal, the stent struts were found deformed. The procedure was completed with a non-bsc device. No complications were reported and the patient status was stable.